Event description:
It was reported that the customer experienced a blood glucose (bg) level that was ¿low¿; however, a specific value was not provided. Cause of bg was unknown. Customer consumed sugar to address bg level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.